Event description:
Information received a smith medical cadd solis 2120 displayed alarm error 41541. No patient adverse events reported.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device it was found that there is an issue with the latch sensor or related circuitry. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.